Event description:
Device (balloon) broke inside of pt (patient) during a laparoscopic inguinal hernia procedure. On chart review, balloon dissector was inserted and inflated under direct visualization. When removing the balloon dissector, the balloon portion tore off the stem and remained in the preperitoneal space. Remaining dissector was grasped and removed out of the umbilical port site and pneumo-peritoneum was once again achieved.